Event description:
#Medwatcher #followup1 #fdamw5037407 #(B)(4). Hysterectomy (tvh) preformed (B)(6) 2015. Chronic endometritis, fibrous scarring, and chronic inflammation noted on pathology report.

Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is b21578. My model number is ess305. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2013. This is a list of my side effects and symptoms that I have experienced due to essure: gynecological, etc. Cramping; sharp/stabbing pelvic pain; abnormal menses; ovarian cysts; discharge (odor/no odor); hot flashes; excessive bleeding during period (menorrhagia); painful ovulation (mittelschmerz); night sweats; loss of libido; hot flashes; bleeding/spotting after sex; painful periods (dysmenorrhea); painful intercourse (dyspareunia); bleeding between periods (metrorrhagia); incontinence; long menstrual cycles (polymenorrhea); sexual dysfunction (unable to orgasm or feel pleasure); yeast infections (candida); urgent/frequent urination; cervicitis/vaginitis (swelling, inflammation, infection of the cervix or vagina); itching, burning, stinging, stabbing of vaginal entrance (vulvodynia); breast pain/tenderness; abdominal spasms/ twitching/ fluttering; pain, back, joint, chest, leg, breast, neck, spine, hip; chronic pelvic pain; all over body aches/pain; gastrointestinal; nausea, vomiting, gas, constipation, diarrhea; severe bloating; metallic taste in mouth; heartburn; bowel issues; neurological, mental health; headaches or migraines; dizziness, tingling sensations, numbness, nerve pain, brain fog and cloudiness, forgetfulness; anxiety/panic attacks; mood swings, depression (suicidal thoughts); ringing in ears (pulsatile tinnitus); black out spells/ fainting; diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss; mood disorders, numbness in thigh (meralgia paresthetica); numbness/tingling in extremities (hands/feet); sensation of burning, stinging, tickling or prickling of skin (paresthesia); nerve pain, tremors/shakiness, dizziness; high blood pressure; autoimmune disorders; chronic fatigue; hives, rashes; cysts, boils, acne; skin irritation/itching; heart palpitations; swelling of legs or feet; hair loss; dental issues; insomnia; liver problems; weight issues (loss/ gain); swollen glands; swelling/numbness in jaws/lips; unexplained fevers; swelling of legs/feet; muscle spasms; vision problems (floaters, blurred vision, decreased vision); excessive sweating; dry skin/hair/eyes; severe bloating; I have been seen by five doctors, and numerous ER physicians. The device is still inside of me.